Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly came off the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. Treatment information was not provided

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which resulted in fluid leaking from the pod. The exact timing and cause of the damage could not be determined and it could not be determined if this damage contributed to the reported leaking during wear allegation.